Event description:
During laparoscopic procedure, clips being applied to cbd. Initially clips went on straight, then ends of clips twisted causing them to angle on the cbd. (Must be straight). Clips had to be removed causing slight tear in cbd.